Event description:
High rate of aseptic loosening of lcs complete tibial baseplates, which has been observed by the (B)(4) arthroplasty register. Revision (B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving additional information. The information does not change the investigational results therefore depuy still considers this closed.

Manufacturer narrative:
Additional narrative: conclusion and justification status: high rate of aseptic loosening of lcs complete tibial baseplates which has been observed by the (B)(4) register. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Addendum added 27 sep 2016: the complaint was reopened as additional information has been received from (B)(4) registry. A review of complaints databases and manufacturing records did not identify any anomalies. The paper was reviewed by bioengineering in (B)(4) which states the surface roughness of the lcs was introduced in the 1980s. Depuy performs post-market surveillance on the lcs system, registry data is reviewed as part of that process. No further action required. Post market surveillance per (B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.